Manufacturer narrative:
The product will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited noise on stored electrograms (egms). The ra and right ventricular (rv) leads were noted to have damage to the insulation. An invasive procedure was performed. The leads were explanted and replaced. No additional adverse patient effects were reported.